Event description:
During a lap cholecystectomy procedure, clips were placed on the cystic duct and artery but did not form correctly on the structures and kaw-action was not precise. Causing misformation of clips. They used another same like device to finish the procedure. There were no adverse consequence to the pt.